Manufacturer narrative:
The failure investigation has been completed and the malfunction was verified. The failure investigation has been completed and the occlusion alarm was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm and a malfunction alarm occurred resulting in the pump shutting off. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 400 - 529 mg/dl. The customer address elevated bg with a manual dose injection. A replacement pump was sent to the customer.